Event description:
It was reported that the pt had a 12mmx16cm spectra malleable penile prosthesis implanted, after which the pt experienced pain and swelling. An infection was diagnosed and the device was removed. A new spectra was implanted on (B)(6) 2013. No additional pt complications were reported.

Manufacturer narrative:
The device was returned for analysis. A functional test and visual inspection were completed. No issues were noted with the device and the device was found to be within specifications. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.